Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported two occurrences of an increase trend in false positive results across one lot on asymptomatic patients. The customer communicated the result was confimed negative by molecular (pcr testing). Report 2 of 2.